Manufacturer narrative:
(B)(4).

Event description:
Recipient's family reported that when the recipient plugged phone clip in to the charger, it sparked / burned (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the recipient. Cochlear has requested the reported sparked / burned related parts to be retrieved from the recipient for an evaluation.